Event description:
The crt-d was implanted on (B)(6) 2018. Reportedly, the device was explanted, and replaced, on (B)(6) 2021 due to premature battery depletion. The associated ventricular lead was explanted during the same re-intervention due to lead fracture.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The crt-d was implanted on (B)(6) 2018. Reportedly, the device was explanted, and replaced, on (B)(6) 2021 due to premature battery depletion. The associated ventricular lead was explanted during the same re-intervention due to lead fracture.